Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set had air; the unspecified pump alarmed for the air. It was further reported that the entire line from the tip to the drip chamber had air present; the drip chamber was overfilled. Prior to the drug (chemotherapy) leaving the pharmacy, the line was visually inspected to ensure the line was primed and the roller clamp was secure. A non-baxter luer was added to the distal end of tubing prior to being transferred out of the pharmacy. This was identified when the nurse loaded the set into the pump. There was no patient involvement. No additional information is available.